Event description:
The customer reported that the central nurse's station (cns) does not sound for alarms. No patient harm or injury were reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at cheyenne county hospital reported no sound was generated from the cns (mu-971ra sn: (B)(6) ). The alarms were visible and the cns was confirmed to be making sound, however there was no sound generated for the alarms. Service requested/performed: multiple attempts were made to follow up with the customer, receiving no response. Investigation conclusion: due to the lack of customer response, information is limited and the root cause could not be determined. No pattern of mu-971ra sound issue is found for the unit or at the customer facility. The overall risk, as determined from the product of probability (rare) and severity (insignificant), is determined to be low.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) does not sound for alarms. No patient harm or injury were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) does not sound for alarms. No patient harm or injury were reported.